Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The battery gauge initially displayed 85% and when plugged into a power source to be charged, the gauge displayed 5%, and the pump shutdown. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery.